Event description:
The customer reported, there were no images on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the linking cable by biomedical service. The system operates as intended.